Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic valve, implanted approximately one and one-half (1 1/2) years ago in the pulmonary position of a (B)(6) female patient, was explanted and replaced with a model 2700tfx 27mm. Per follow up with the healthcare provider, it was learned that this valve was explanted due to endocarditis, regurgitation and perivalvular leak. The device was discarded. The surgeon indicated that this event is patient related and not due to a device malfunction.

Manufacturer narrative:
Report of endocarditis and perivalvular leak after one and half year of valve implant in a (B)(6) female patient in the pulmonary position. There is no allegation of device quality deficiency or malfunction by the healthcare provider. The device was not returned for evaluation as it was discarded at the hospital. Note that this device is intended for use in the aortic position, used off-label in this case in the pulmonary position. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.